Event description:
On 11/14/80 the ipp device was implanted. On 1/21/81 the pump was revised. On 3/20/81 the pump and reservoir were revised. On 5/20/83 and 6/17/83 the reservoir was revised. On 2/8/85 the cylinders and pump were revised. On 7/11/97 the entire device was removed from the pt and replaced due to "malfunction."